Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd descartex¿ 7l collector lid did not fit or close onto the container. The following information was provided by the initial reporter, translated from (B)(6): "difficulty closing the descartex "plastic collectors", the lid does not fit. This has been going on for some time. It gives the impression that the cap is smaller than the collector. Then, during use, it is not possible to fit, so it is only "overlaid" and when it reaches the limit, we pass the tape to close it."

Manufacturer narrative:
Investigation summary. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd descartex¿ 7l collector lid did not fit or close onto the container. The following information was provided by the initial reporter, translated from portuguese: "difficulty closing the descartex "plastic collectors", the lid does not fit. This has been going on for some time. It gives the impression that the cap is smaller than the collector. Then, during use, it is not possible to fit, so it is only "overlaid" and when it reaches the limit, we pass the tape to close it."

Manufacturer narrative:
H6: investigation summary: due to no material, batch/lot , or sample being received, investigation could not be performed and the production records could not be evaluated. This complaint of lid will not shut could not be verified and the root cause remains unknown. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd descartex¿ 7l collector lid did not fit or close onto the container. The following information was provided by the initial reporter, translated from portuguese: "difficulty closing the descartex "plastic collectors", the lid does not fit. This has been going on for some time. It gives the impression that the cap is smaller than the collector. Then, during use, it is not possible to fit, so it is only "overlaid" and when it reaches the limit, we pass the tape to close it."

Manufacturer narrative:
Additional information was provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd descartex¿ 7l collector lid did not fit or close onto the container. D.1. Medical device brand name: bd descartex¿ 7l collector. D.2. Medical device catalog#: 305643. D.2. Medical device lot#: 2118502. D.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.4. Medical device expiration date: na. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson ind. Cirurgicas ltda. G.5. PMA / 510(k)#: na. H.4. Device manufacture date: 28-apr-2022.

Event description:
It was reported that the bd descartex¿ 7l collector lid did not fit or close onto the container. The following information was provided by the initial reporter, translated from portuguese: "difficulty closing the descartex "plastic collectors", the lid does not fit. This has been going on for some time. It gives the impression that the cap is smaller than the collector. Then, during use, it is not possible to fit, so it is only "overlaid" and when it reaches the limit, we pass the tape to close it."